Manufacturer narrative:
H2) device evaluation: h6: annex a code updated from a1601 to a040507 and a1104. H3, h6: one device was returned for evaluation. Visual, functional testing, and event history log review were performed, and the pump was in used condition. The downstream occlusion (dso) seal was worn as verified by visual inspection. The ehl showed two system faults 41,786. The reported problem was confirmed as the pump was powered on it alarmed constantly. After charging for 5 days date and times were held. The cause of the customer reported problem was the user interface never came out of reset and it triggered the alarm that caused the date and time to be wrong by one year behind. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative cleared the error code, charged the device for 120 hours, and performed standard preventative maintenance and software upgrades. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error 41786. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.